Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a merlin transmission the implantable cardioverter defibrillator was discovered in backup. The patient was admitted to the emergency room and programming changes were made. Patient was stable and asymptomatic.